Event description:
It was reported that the patient was traveling in (B)(6) and experienced a loss of efficacy, leading to lots of falls and some pain. It was not known if stimulation could have been turned off by airport security. The reporter was to check with the patient and see if stimulation was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40, lot # v011138, implanted: (B)(6) 2008, explanted: na; lead model 3389s-40, lot # v090728, implanted: (B)(6) 2008, explanted: na; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; adaptor model 64002, lot # n303428, implanted: (B)(6) 2011, explanted: na; programmer model 37642, serial # (B)(4).